Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately tortuous, heavily calcified and 99% stenosed. The nc trek balloon catheter was advanced to the lesion without issue. During the first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay of the procedure. A non-abbott nc balloon was used to continue the procedure. The replacement balloon inflated at high pressure, then a stent implanted, and post-dilatation was done to complete the procedure. No additional information was provided.